Event description:
It was reported that non-sustained lead noise episodes were observed. Patient notifier was turned off with criteria changes, and will be monitored via merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.